Manufacturer narrative:
The field service representative determined the cause to be an air bubble in tubing. He primed the ise system, and ran new ise calibration, which passed. Performed ise check and ran controls, which were within specification.

Event description:
User reports two patient samples with low sodium results that were erroneously reported out. The patient samples were repeated after a calibration was performed. Initial gave 125; repeat gave 138 mmol per l. A corrected report was posted on the chart immediately. No treatment given to the patient's.

Event description:
User reports two patient samples with low sodium results that were erroneously reported out. The patient samples were repeated after a calibration was performed. Initial gave 120; repeat gave 139 mmol per l. A corrected report was posted on the chart immediately. No treatment given to the patient's.

Manufacturer narrative:
The field service representative determined the cause to be an air bubble in tubing. He primed the ise system, and ran new ise calibration which passed. Performed ise check and ran controls which were within specifications.